Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq1683 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: line seems to be leaking. Patient was receiving infusions at outpatient clinic which reported line would leak during infusion. Location: right upper extremity. Length: 39 cm. Yes used on a patient, no harm done. Lower abd wound. Stat lock securement device.